Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer on (B)(6) 2011: it was reported by the customer that whilst lifting a resident out of the bath, the chair was outside the bath and being lowered when the right hand side of the bath tub suddenly dropped down unexpectedly and frightened the client and the carer. The resident was shaken by the experience but no injury was reported. The malibu bath has been taken out of use awaiting investigation. MFR's ref no (B)(4).